Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During the ablation procedure, the introducer was inserted through the right femoral vein and the associated guidewire and the sheath were inserted into the patient. After removing the guidewire and the dilator, the introducer was flushed with saline. Air was aspirated into the device when negative pressure was applied. Another attempt was made in the saline tray on the clean catheter table, but the same issue was observed. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.